Event description:
This report is being filed due to worsening tricuspid regurgitation, unknown if related to the mitraclip device. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with mixed, ischemic mitral regurgitation (mr) grade 3+ and 4+, with posterior leaflet prolapse, one mitraclip was successfully implanted, reducing the mr to grade 1+. There was no device malfunction. On (B)(6) 2022, worsening tricuspid regurgitation (tr) was noted. Per physician, the event was unknown if device related. There was no device malfunction. There was no treatment and no additional hospitalization required. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported tr could not be determined. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported hospitalization was resulted of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - impact code 4614 removed.

Event description:
Subsequent to the previous report, the additional information was received: the event required hospitalization.